Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and nephrolithiasis ("kidney stones") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary tract infection"), nephrolithiasis (seriousness criterion medically significant), rash ("rashes or skin conditions"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage (seriousness criterion medically significant) and skin disorder ("rashes or skin conditions"). The patient was treated with surgery (essure coils removal/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, nephrolithiasis, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: date of insertion of essure: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.4 kg/sqm. Most recent follow-up information incorporated above includes: on 4-oct-2018: plaintiff fact sheet received. Events added: abnormal bleeding (vaginal, menorrhagia), urinary tract infection, kidney stones, rashes or skin conditions, bladder problems or changes, urinary problems or changes, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, she did not underwent essure confirmation test. Reporter information was updated. Event onset date was updated. Concomitant condition was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.